Event description:
The customer called reporting he would receive error 4 messages whenever he inserted a strip in the meter. During troubleshooting it was also found that the unit of measure could be changed in this locked meter. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.